Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 70% stenosed, de novo lesion in the mid left circumflex (lcx) coronary artery. After pre-dilatation, a 2.75x15 mm xience xpedition stent was deployed at 22 atmospheres (atm) and a proximal edge dissection was observed. Inflation with a balloon dilatation catheter and then deployment of a 2.75x12 mm xience xpedition was performed for treatment of the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned; however, the device was returned for analysis. Evaluation summary: the device was returned for evaluation; however, there was no reported device malfunction. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted the IFU states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, it is possible the over inflation of the device contributed to the reported dissection.